Event description:
A customer from (B)(6) reported to biomerieux a misidentification of a staphylococcus saprophyticus quality control sample (atcc baa-750) as staphylococcus lentus in association with the vitek® 2 gp test kit (UDI 03573026131920). The strain was subcultured on tsa with blood agar and incubated for 24 h at 32.5 °c +/- 2.5. The customer reported that during qc in (B)(6) 2016, a staphylococcus saprophyticus sample showed a divergent amy (amylase) reaction with a misidentification of staphylococcus lentus. The customer reported the strain was discarded and future qc testing for staphylococcus saprophyticus with new strains was good. There was no patient involvement as this was a quality control sample for industry. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to multiple atypical reactions and a misidentification of s. Saprophyticus atcc baa-750 as s. Lentus on vitek®2 v6.01 gp card. The intended identification to s. Saprophyticus was confirmed on vitek® ms v3 (99.9%). On vitek®2 (v6.01), tests performed from subculture on trypticase soy with blood agar (tss) with co2 atmosphere as recommended. Three (3) lots of gp card were tested twice on the customer and the internal reference strain : customer lot 2420092103 (cl1), customer lot 2420205103 (cl2) and a random lot 2420151703 (rl). Internal strain : identification to s. Saprophyticus with all biochemical tests conform on all lots tested. Customer strain : identification to s. Saprophyticus with all biochemical tests conform twice on the cl2 and twice on the rl. Dmne test obtained + instead of - on the cl1 : once without misidentification and once with a misidentification to the species staphylococcus xylosus. Biomérieux did not reproduce the customer results on the internal reference strain whatever the lot tested. Qc testing was performed internally. Gp cards performed as intended and no further action is required. The issue was confirmed to be the customer's strain.